Event description:
Customer stated that the pt was not feeling well, even though he had a glucose of 156 mg/dl. They called the paramedics to come and they tested his glucose at 57 mg/dl. They took him to the hospital where his blood sugar came up and he was sent home. During troubleshooting, it was discovered that the customer was using strips that expired in may, 2003.